Event description:
It was reported that during central processing, the user facility identified a broken wire on the mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument has been received; however, failure analysis investigations have not been completed at the time of this report. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed there was a broken grip cable at the distal clevis. The cable segment was sticking out at the instrument's wrist at approximately 0.6145 inches. The distal idler pulley spun freely and was not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.